Event description:
It was reported there was a measurement of 748 sics and one ns-vt detected probably related to lead oversensing. The lead remained in use. It was further reported several months later that there was a "lead issue". The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned in segments. There were voids between the inner insulation bilumen tubing. The damage to the lead appears to be from clavicle rib crush. The svc and the distal coils are shorted. The outer tubing overlay has a cut/breach.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported there was a measuremt of 748 sics and one ns-vt detected probably related to lead oversensing. The lead remained in use. It was further reported several months later that there was a "lead issue". The lead was removed and replaced. No patient complications were reported as a result of this event.